Manufacturer narrative:
(B)(4).

Event description:
Data was received but does not reflect full investigation window. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 , that premature sensor expiration occurred. The sensor was inserted at the abdomen on (B)(6) 2019. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion.